Event description:
Pt complained of pain and trouble swallowing the day after an lma-classic was used during a 1.5hr bunionectomy. A size 4 lma-classic was used without problems. Bilateral symmetrical erythema and swelling of the palate and blistering on the hard palate were noted upon exam three days later. Pt was treated and steriods and antibiotics for blisters. The blisters have resolved, however, it is unk if the report of persistent numbness to the top of the mouth has been resolved.